Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a delivery issue with a replacement adc device. It was initially reported that the customer received a "scan again in 10 minutes" error message on the sensor and a replacement was ordered. The caregiver called back to report that the replacement device was not received and as a result, the customer experienced a loss of consciousness however, no third-party treatment was reported. No further details were reported. There was no report of death or permanent injury associated with this event.